Event description:
The field service representative (fsr) reported that during repair of (B)(4), he found two fuses had blown. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00139. The field service representative (fsr) replaced both fuses. Preventative maintenance (pm) was completed and the unit operated to manufacturer specifications and was returned to clinical use. The fsr is sending in one fuse, unfortunately the other fuse was lost. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.